Event description:
Patient was revised due to pain.

Event description:
Patient was revised due to pain. Update (B)(4) 2013 - litigation alleged the asr hip was explanted due to potential cobalt and/or chromium poisoning, severe pain, loss of mobility. There is no new information that changes the outcome of this investigation. Update - (B)(4) 2013; plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records were also received, which stated that there was cloudy serous fluid noted upon entering the pseudocapsule and that patient was experiencing pain. It was also noted that there was no metallosis or wear debris present and that the cup was stable. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain. Update litigation alleged the asr hip was explanted due to potential cobalt and/or chromium poisoning, severe pain, loss of mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.